Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) has been repeatedly going into standby mode automatically.

Manufacturer narrative:
Due to character limitation in e1 for event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, health effect - impact codes, health effect - clinical codes and investigation conclusions), h11. A getinge field service engineer (fse) checked the unit, carried out all the testing and calibration of the unit, tested the unit thoroughly. Vacuum regulators calibrated. Tested the unit and handed over the unit to concerned staff. Unit working satisfactorily.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) has been repeatedly going into standby mode automatically. There was no patient harm reported.